Event description:
It was reported that the insulin pump passed the self test and the high pressure test.

Event description:
It was reported that the customer blood glucose was running high. The blood glucose went up to 20 mmol/l after doing a set change. The morning of the report, the blood glucose was 32 mmol/l. The cannula was kinked and not inserted into the skin. No air bubbles or leaks were noted. The insulin pump passed the high pressure test and the self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.